Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs neurostimulator was not working. Follow up identified a sjm representative met with the patient and confirmed the patient's scs ipg was inoperable as the patient had not charged in approximately a year and a half. Additional follow up identified the patient's scs ipg was explanted and replaced with a new one. Additionally, the reported issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.